Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event during peritoneal dialysis therapy. Following peritoneal dialysis therapy, the patient felt full and a manual drain was implemented. The patient drained 5500ml. This volume is 220% the patient¿s prescribed fill volume of 2500ml. Upon contacting the patient¿s peritoneal dialysis registered nurse, it was noted that the patient had their catheter installed almost two months prior to the event. Leading up to the event, the patient had consistently experienced drain complications while performing peritoneal dialysis therapy which resulted in inconsistent drain volumes for the patient. On occasion, the patient would do manual drains following treatment. The patient was doing tidal peritoneal dialysis therapy at the time of the reported iipv event. Following the iipv event, it was discovered that the cause of the patient¿s prior drain complications was due to the patient¿s catheter. It was noted that the patient¿s catheter had coiled around the patient¿s fallopian tube which caused the catheter to malfunction and prevented the patient from draining properly. The patient¿s catheter was surgically manipulated to fix the issue. The patient has recovered from the iipv event and has continued with peritoneal dialysis therapy. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.